Event description:
It was reported that foreign particles were found in the packaging of an unspecified quantity of exactamix vented, micro-volume inlets. The foreign particles were observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.